Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: 1 used sample of material # 2204-0007 was returned for quality investigation by the customer. It was reported by the customer that the short set tubing was leaking (like sprinkle) was observed in returned samples. Prior to functional testing the samples were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm the leakage. The failure of leakage in tubing could be replicated because of the hole in it, and the complaint was verified. Quality notification send to manufacturer. A device history record review for model 2204-0007 and lot number 23015306 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation the potential root cause for leakage due to damage in tubing could not be determined, the failure mode was not found to be related to manufacturing process.

Event description:
It was reported that the bd alaris pump module infusion set was leaking. The following information was provided by the initial reporter: rn spiking magnesium sulfate using short set tubing, noted leaking (like sprinkle ) the fluid from tubing and it sprinkled on rn's hand. Tubing clamped, medicine waisted. Because it was non chemo medication, no harm affected to person, if it was chemo leaking could affect the person. For safety reason , it is better to prime all chemotherapy by pharmacy.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was leaking. The following information was provided by the initial reporter: rn spiking magnesium sulfate using short set tubing, noted leaking (like sprinkle ) the fluid from tubing and it sprinkled on rn's hand. Tubing clamped, medicine waisted. Because it was non chemo medication, no harm affected to person, if it was chemo leaking could affect the person. For safety reason , it is better to prime all chemotherapy by pharmacy.